Event description:
It was reported that the patients ipg has reached eol. Surgical intervention took place where the patients ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.